Event description:
It was reported that the 9900 system had poor image quality. Also the wheels were out of alignment. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation settings were adjusted and the wheels were aligned during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.